Manufacturer narrative:
The reported events of no sensing or capture were not confirmed. As received, a complete lead was returned in one piece with the helix found retracted and clogged with blood/tissue. Electrical testing did not find any indication of conductor fracture or internal shorts. No other anomalies were seen.

Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Interrogation of the patient¿s pulse generator revealed the right atrial (ra) lead had no capture and no sensing. The ra lead was explanted and replaced. The patient was in stable condition throughout.